Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 520 mg/dl; cause was unknown. Customer could not recall the treatment they received while in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer declined a system check with pump and supplies and continued to use the pump for insulin therapy.